Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka); cause was unknown. The customer attempted to resolve the issue by changing all supplies. Additionally, the customer went to the emergency room (ER), and was subsequently hospitalized. The customer declined to provide additional information regarding the issue.